Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported the loss of therapeutic effect for implantable neurostimulator (ins). Patient had return of symptom over the month of (B)(6), their device was not working quite well enough especially at night. Patient wanted to increase their stimulation because they were having a return of symptoms but could not adjust stimulation up because they were getting poor communication on the patient programmer (pp). It was not able to troubleshoot the device as there was poor communication on the pp. Patient tried with or without antenna but it did not resolve the issue. Patient was transferred to repair department. Patient would call back if new patient programmer would not resolve the issue. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor. Additional information was received. It was reported the patient received a programmer about a month ago (in (B)(6) 2016) and it won¿t communicate with the ins. It was reviewed with the patient to place the patient programmer directly over the ins, on skin and sync with the ins. It was noted this did not resolve the issue. The patient was redirected to follow up with their healthcare provider to have the ins and leads checked.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the inability to communicate with the ins, inability to adjust stimulation, poor communication screen and return of symptoms have been resolved. The programmer was re-synced with the ins. No symptoms were reported.